Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. During deployment, the operator experienced difficulty in getting the j segment to retract. The operator removed the sheath and dilator and advanced the locator and then attempted to retract the j segment. The j segment was successfully retracted and one collagen plug was deployed. The locator was removed from the pt and it was noted that the j segment was missing when the operator tried to retract the j segment. The groin was x-rayed from the upper abdomen down to the foot and the j segment was not visible. No further complications were reported.